Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate. The physician attempted to inflate device in office but the pump remained flat when squeezed. A replacement surgery was performed and during the procedure it was observed that there was no fluid in the reservoir. No patient complications were reported.